Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was not charging. Customer's blood glucose was 145 mg/dl. Customer changed power adapter/usb cable to resolve the issues.